Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. According to the patient on (B)(6) 2024, the patient experienced a skin reaction with redness, and pimples, under the entire patch area. The date of the event is an approximation. On (B)(6) 2024, the patient contacted their gp, and was given treatment for cellulitis, a prescription of an oral antibiotic, keflex 500mg every 6 hours, for 10 days. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.